Event description:
Patient received an overinfusion of ms while connected to infusion pump. Nurse checking IV bags on 2/16 at 1700 noticed IV bag almost empty. Originally started at 12 noon on 2/16 at rate of 5cc/hr. Five to 10cc remained in solution set. Device removed from service for evaluation along with all tubing and solution set. Evaluation by in-house bio-med staff could not duplicate overinfusion caused by device.